Manufacturer narrative:
This report is being filed to relay additional information, which was unknown at the time off the initial medwatch.

Manufacturer narrative:
Corrective action has been initiated to address the reported issue. Evaluation of the returned component found it to be out of specification. Further investigation into the cause of the out of specification condition is ongoing. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2014. During the procedure, a 52mm acetabular cup package was opened and found to contain the wrong sized implant (50mm). There was not another 52mm acetabular cup available to complete the procedure; therefore, the surgeon reamed up a size and used a larger acetabular cup. There was no injury to the patient or significant delay as a result.